Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "exchange due to the patient's concern with the product plus deflation". Healthcare professional later reported via rga "hole on patch side". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed two opening2 assessed as fold flow opening. Anxiety product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, delamination and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange due to the patient's concern with the product plus deflation". This record is for the left side. Device remains implanted.